Manufacturer narrative:
A non-sterile og cmplx xtrasoft coil 4x6 was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was found partially zipped without damage. The support coil and gripper were found without damage while the embolic coil was found stretched and the suture of it was found broken. The gripper and embolic coil were inspected under microscope; no obstructions or damages were noted on the purge hole of gripper while the embolic coil was found stretched and the suture of it was found broken; the edges of the broken section noted on the suture appears that it was elongated before it got broken. Using a lab sample syringe 635-002, the orbit galaxy was tried to purging on the blue zone; after that the pressure gauge was increased to the green zone and the coil was detached. A review of the manufacturing documentation associated with this lot 17050574 presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer that the coil did not detach was not confirmed during the functional test. The failure experienced by the customer and the damages found on the device could not be conclusively determined. Additionally inspections are in place that prevents this kind of failure leaving from the facility. Therefore no corrective action will be taken at this time. Conclusion: no failure detected, device operated according to specifications chosen however a stretched embolic coil was found but not related to the complaint event.

Manufacturer narrative:
The product will not be returned for analysis and additional information will be submitted within 30 days of receipt. The manufacture and expiration date are being researched and a device history record review being conducted. No conclusions are made at this time.

Event description:
The contact at the hospital reported that upon advancing the orbit galaxy microcoil (640cx0406/17050574) into the aneurysm, the physician attempted to detach the coil by pressurizing the syringe to the ¿3¿ position. The coil did not detach. The physician subsequently advanced the coil to the ¿4¿ position and noted that the coil still did not detach. The physician removed the coil and used another galaxy coil (details unknown) without incident. At initial contact the item was not available for evaluation. When the device was removed from the patient the coil appeared in normal working condition. An adequate continuous flush was maintained through the catheter. Other orbit galaxy coils were used with the microcatheter prior to the encountered resistance. None of the devices kinked during the procedure.

Manufacturer narrative:
Review of the manufacturing documentation for orbit galaxy lot 17050574 revealed no anomalies that can be related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4).